Event description:
The consumer reported receiving burns to her arm and leg from the vaporizer. She stated the unit got so hot while in use she dropped it which resulted in the burns. The owners manual instructs the consumer to only use the unit while it is placed on a flat level surface and warns against holding the unit while it is being used.